Event description:
The patient received two scs leads with the same lot number. It was reported during the patient's post-operative appointment, the physician observed a superficial infection at the patient's lead site. Subsequently, the physician incised a portion of the skin and drained the wound site. The patient was given antibiotics and the infection has since resolved.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.